Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed fault code av15 (unexpected interrupt) and av16 (corrupt parameter data) upon interrogation. Guidant's technical services discussed device replacement.